Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced severe neuro impairment and neurological dysfunction, including a hemorrhagic stroke after falling and hitting their head. The patient was on anticoagulation therapy with coumadin and aspirin, which was held following the stroke. A computed tomography (CT) scan confirmed the hemorrhagic stroke. The patient also suffered respiratory dysfunction and distress, exacerbated by covid-related complications, and was placed on a ventilator with re-intubation. The ventricular assist device (vad) showed low flows. Arterial blood gases and continuous pulse oximetry were conducted as part of the diagnostic process. The patient remains alive but with injury and is planned to move to hospice.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log files covering the reported event date were not available for analysis. As a result, the reported low flow event could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction, respiratory dysfunction, and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction, respiratory dysfunction, or infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. With review of the reported information with no confirmed malfunction, a root cause cannot be determined. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.